Event description:
Caller reported receiving a minimum fill notification. There was no reported impact to the customer's blood glucose level. Caller managed the situation by loading a new cartridge and successfully resumed insulin delivery; technical support was unable to troubleshoot the issue at the time of the call.